Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: black particles were observed on the shell.